Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, femoral component, catalog # unknown, lot # unknown; unknown, articular surface, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02042, 0001822565-2018-02044. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient is currently experiencing pain and redness from knee.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(6)2018 (B)(4): this follow-up report is being filed to relay that the previous reports submitted on april 6, 2018, may 22, 2018 and jun 4, 2018 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920 - 2018 - 00572